Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.